Event description:
The company has received from the clinical applications specialist, print strips from the central monitoring station, showing an arrhythmia event that was printed from the full disclosure database, but did not alarm, record or store as an event.